Event description:
I had lasik eye surgery and have been unhappy ever since. I have severe dry eyes, blurry, foggy vision. Headlights, tail lights, street lights, office lights, computer, etc. Are not crisp and clear. Headlights, tail lights, etc. Look like huge ferris wheels with a glow around them. Yet, they tell me I have 20/20 vision. It was the worst decision of my life to have this surgery. Night driving is scary!!! To say the least! My peripheral vision is terrible. I can't even see to shave under my arms. I have to use a mirror to do so. Add rain to night driving and you might as well forget driving all together. Finding a ride is the safest for myself and others on the road. I have spent numerous amount of dollars on different prescription to help get the fluid out of my flaps and none have worked. He now gave me some medicine to help reduce the size of my pupils to help with night driving, yet nothing works. Had I known I would of been 5 out of 100, I would have never done this surgery. It has caused great heartache and frustration to my life.